Event description:
It was reported that a device was used during a low anterior resection. The device was very difficult to fire. When the device was removed the surgeon noted that the device fired malformed staples. The anastomosis was hand sewn. One week post op he performed a rigid proctoscopy in which he discovered there was bowel leakage. He could not confirm which staple line was leaking. The patient underwent a second surgery and consequently received a temporary colostomy. The surgeon stated that he thought that maybe the rectal tissue was too thick for the instrument during the initial surgery.